Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed. The customer confirmed that the error message displayed was required maintenance, and that a hardware failure message was also observed in remote smart service (rss). The customer attempted troubleshooting by rebooting the station; however, the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) found that drawer 3.2 had failed in the main. The customer recovered the drawer without any issues. All drawers were successfully recovered. The system functioned as intended after the customer resolved the issue.